Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8416-50, serial #: (B)(4), description: artisan MRI paddle lead 50 cm.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that patient had an infection at the pocket site. Presence of pus was noted which was aspirated prior the explant procedure. Infection was not device or procedure related. Physician believed that the patient was fiddling with site and may have caused infection. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.